Event description:
The following was reported to hamilton medical ag: tf 431002 blower not working.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag almost 1 year ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. No patient was involved. The root cause was determined to be defective blower. In consequence the blower has been replaced. There was no patient or user harm.

Manufacturer narrative:
Hamilton medical ag comes to the following conclusion: root cause: defective blower the blower speed is lower than the target speed-5% for more than 5s. Correction: replacement of the blower.

Event description:
The following was reported to hamilton medical ag: tf 431002 blower not working.

Event description:
The following was reported to hamilton medical ag: tf 431002 blower not working.

Manufacturer narrative:
Hamilton medical ag comes to the following conclusion. Pre-evaluation outcome: neither harm to patient, user or third party nor a treatment delay was reported. Investigation is ongoing.